Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving intrathecal morphine. The indications for use were non-malignant pain and rsd/causalgia-complex regional pain syndrome. The patient had degenerative arthritis of the spine, and she had been having spinal pain sometime since 2011. The patient was referred to the pain management clinic by her therapist. In 2013, the patient's primary care physician did x-rays and found her lower back was degenerating, but now the degeneration went all the way up to the base of her spine. The symptoms reported were not related to the device or therapy. The patient was to have an MRI; also not due to the device or therapy. The patient thought the pump was empty and had not been refilled since (B)(6) 2014 or (B)(6) 2015. The patient did not remember but thought it was (B)(6) 2015.

Event description:
Information received from the health care professional indicated that there was a pump alarm and the reason for the alarm was unknown, it was believed that the pump was not operating anymore. It was reviewed that the pump had exceeded the expected longevity. The patient was scheduled to have the pump explanted but there were no further details. There were no symptoms mentioned. The managing doctor indicated that patient was last seen on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.